Event description:
Healthcare professional reported implantation of seri with a concomitant silicone breast implant on (B)(6) 2014 during a prophylactic mastectomy and breast reconstruction surgery. Post-implantation on (B)(6) 2014, patient presented in the right breast with pain, "non healing wound of right mastectomy incision with dehiscence," and seroma. Physician performed a tissue debridement and closure of the dehisced incision, with placement of drains. Due to persistent drainage of the seroma, the seri device and silicone breast implant were explanted on (B)(6) 2014. During explant surgery, physician noted seri was "non adherent," with an inflammatory response in the breast pocket.

Manufacturer narrative:
Explanted device has been discarded. Further info from the reporter regarding the event and product details has been requested. No additional info is available at this time. The event of seroma is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. These events are being reported because med intervention was required, although device-relatedness has not been established. This event is reported against the right side, and is the same event and the same patient reported for the left side. See MDR #3008374097-2014-00073 (allergan prid (B)(4)).